Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise recorded as atrial fibrillation events. The noise was reproducible with a range of motion (rom) exercises. Programming changes to atrial sensitivity were made. The patient was stable.